Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11478. It was reported the pt was experiencing shocking sensations randomly near the leads. The sjm representative met with the pt and determined the lead had low impedances. The pt reported she had low back coverage, but a few weeks after implant she no longer had coverage of the area. It was reported the physician planned surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.